Event description:
Customer reported that touchscreen was not reacting as quickly as it used to. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.